Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two 45 white reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of procedure logs were unable to be retrieved during this time. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the jaw of the sureform 60 stapler instrument slipped from the tissue prior to stapling, and then failed to unclamp. There was no bleeding or injury to the patient. An attempt to resolve the issue by removing, readjusting, and reinserting the instrument was unsuccessful. The surgeon then switched to a sureform 45 stapler instrument, but the issue persisted. Both staplers were used on universal surgical manipulator 4 (usm4). A technical service engineer (tse) was consulted and advised using an alternative usm. However, the tse was then informed that the procedure was converting to an open approach due to patient anatomy. The surgeon had anticipated the possibility of conversion, considering the deeper location of the tumor, despite the stapler instrument issues. The location of the tumor required an alternative approach, the procedure was completed, and there were no post-operative complications.

Manufacturer narrative:
The reported event was addressed with phone support. A field service engineer reached out to the customer and confirmed that the issue has not recurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review showed sureform 60 stapler instrument (lot number: k19250130-0391), was used first, and it was installed on the system 1 time and fired no reloads. On install 1, a green reload was installed, and the first clamp was successful. No firing was attempted. No unclamping event was shown in the logs. Next, logs show sureform 45 stapler instrument, (lot number: k10240208-0416), was installed on the system 2 times and fired no reloads. On install 1, a green reload was installed, and the first clamp was successful. No unclamping event was shown in the logs. On install 2, a green reload was installed, and the first clamp was successful. The instrument was successfully unclamped and successfully clamped a second time. No firing was attempted. No unclamping event was shown in the logs following the second clamp. No unclamp events were shown, so a failure to unclamp was unable to be confirmed. Additionally, the manual release key was not detected by the system on either of these instruments. There were no stapler related errors in the logs. The probable cause could not be determined based on the provided information. Manufacturer report 2955842-2025-24190 documents the issue with the other stapler. .